Manufacturer narrative:
The pump was received with a no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received pump error alarm. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer was able to clear the alarm and able to rewind the alarm. Customer performed displacement test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.